Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af) on this right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.